Manufacturer narrative:
This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an orthopedic procedure for a hardware removal due to a non-union. All implants for an unknown trochanteric femoral nail advanced (tfna) nail, unknown end cap, unknown tfna lag screw and a locking screw were removed successfully, and a total hip was done without surgical delay reported. Patient status was unknown. This is report 1 of 4 for (B)(4).